Manufacturer narrative:
Additional information was received on 19-jan-2024. Patient fully recovered. The patient did not require extended hospitalization. In addition, in the 3500a initial under the d10. Concomitant medical products and therapy dates section reported the generator as ¿unk_smartablate generator¿. Additional information provided the product information. Therefore, it was updated to smartablate gen. Kit (japan). Updated the d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31147251l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a premature ventricular contraction cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and patient experienced a cardiac tamponade treated with a pericardiocentesis.atrial septal puncture was not performed. Before pericardial effusion was confirmed, ablations at 10 locations were performed near right ventricular outflow tract (rvot). Steam pop was not confirmed. When the thermocool® smart touch® sf bi-directional navigation catheter was attempted to be inserted into right atrium (ra), it was confirmed that the patient¿s heart rate increased and blood pressure decreased. The catheter was pulled out from the patient¿s body. The pericardial effusion was checked by echocardiography. Pericardial drainage was performed. After pericardial drainage, the patient was recovered and returned to the ward. The physician determined that the event was not related to the product. Physician¿s assessment of the health problem was that it was non-serious (moderate/minor). There were no abnormalities observed before or while using the product. Additional information was received stating that the outcome of the adverse event was that the patient improved.